Event description:
Major pump unit(s) involved: blood pumpspecific component(s) involved: pump drive unit malfunction.

Event description:
Major pump unit(s) involved: blood pump; pump making loud noise, flows dropping; specific component(s) involved: pump drive unit malfunction; pump loud grinding noise, increased grey dust at vent filter. Causative or contributing factor: no specific contributing cause identified. Type: lvad.